Event description:
It was reported that four hours post implant the right atrial (ra) lead had high thresholds and intermittent capture. It was also reported that the sensing had decreased and impedance had increased. The device output was increased to ensure capture. Chest x-ray showed the lead had dislodged. The next day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.